Event description:
Procedure performed: hysterectomy w/bso. Event description: complaint created based off feedback 5886. Submitted 22sep2023. This was a planned vnotes hysterectomy with bso for a patient with stage 4 prolapse and history of ectopic pregnancy. It was converted to a traditional vaginal approach due to patient anatomy. Once the patient was under anesthesia, the uterus descended enough that the surgeon decided to remove it without the gelpoint v-path. He then inserted the v-path after the hysterectomy to take the tubes. The surgeon introduced with the correct technique and performed a finger sweep to check for entrapped tissue. Once inside the peritoneum under laparoscopic visualization, the surgeon discovered that the adnexa were trapped behind the inner ring of the alexis. The surgeon attributed this to the patient's prolapse and extensive adhesions from their prior ectopic pregnancy. The surgeon removed the v-path to take the adnexa, [name] noted that he enjoyed the visualization that he had when the port was in place and plans to do more vnotes cases in the future. Conversion to tvh due to patient anatomy. Product is not available for return. Additional information received on 11dec2023 via email from clinical development: it was confirmed there was no patient injury. Intervention: he surgeon removed the v-path to take the adnexa. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hysterectomy w/bso. Event description: complaint created based off feedback 5886. Submitted 22sep2023. This was a planned vnotes hysterectomy with bso for a patient with stage 4 prolapse and history of ectopic pregnancy. It was converted to a traditional vaginal approach due to patient anatomy. Once the patient was under anesthesia, the uterus descended enough that the surgeon decided to remove it without the gelpoint v-path. He then inserted the v-path after the hysterectomy to take the tubes. The surgeon introduced with the correct technique and performed a finger sweep to check for entrapped tissue. Once inside the peritoneum under laparoscopic visualization, the surgeon discovered that the adnexa were trapped behind the inner ring of the alexis. The surgeon attributed this to the patient's prolapse and extensive adhesions from their prior ectopic pregnancy. The surgeon removed the v-path to take the adnexa, [name] noted that he enjoyed the visualization that he had when the port was in place and plans to do more vnotes cases in the future. Conversion to tvh due to patient anatomy product is not available for return. Additional information received on 11dec2023 via email from clinical development: it was confirmed there was no patient injury. Intervention: he surgeon removed the v-path to take the adnexa. Patient status: no patient injury occurred.